Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms was again observed. The patient was brought in and non-invasive programmed stimulation (nips) was performed. Shock impedance measurements were 99, 65 and 64 ohms with shock delivery. Post shock impedance measurements were noted to be 95 ohms. Boston scientific technical services (ts) discussed the option of inducing the patient to confirm conversion or the option of increasing the remote home monitoring alert value and continuing monitoring. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements that resulted in a high out of range shock impedance measurement of 125 ohms. Boston scientific technical services (ts) discussed troubleshooting and monitoring options. No adverse patient effects were reported. The physician will continue monitoring. This product remains implanted and in service.

Event description:
Additional information was received that the physician will continue monitoring.